Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced unintended stimulation in undesired locations. Reportedly, the patient suffered multiple falls with the most recent occurring on (B)(6) 2018. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received indicated the patient's ipg was replaced on (B)(6) 2018(documented with a separate MFR report). But no intervention was taken with respect to he lead. Reportedly, the patient indicated receiving effective therapy prior to the ipg replacement and postoperatively, effective therapy continued to be reported.